Event description:
Pt has foley catheter that came from surgery two days ago. Foley connected to foley bag with urometer chamber on front of bag. When emptying urometer chamber into posterior bag to empty, urine was noted dripping out of back of bag. When bag inspected 2 punch holes noted that are open to the bag so the foley system was not a closed system. Bag removed from foley catheter and new foley bag applied. Physician's assistant notified and cath urine sent for ua and reflex culture.======================manufacturer response for bard foley catheter bag, (brand not provided) (per site reporter).======================we notified the bard rep and he plans to pick up the foley catheter bag for investigation.